Event description:
Customer reported having an issue with the cannula and insulin delivery. Customer believes that it may have been a site issue. Customer stated that she leaves her set on all day and her blood glucose readings keep rising. It was noted that the customer's blood glucose readings reached up to 600 mg/dl and was forced to change site. Customer also mentioned that the sensor alarms at night stating that she is low when in reality her blood glucose readings are not. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.